Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) years-old female patient underwent a breast augmentation with a mentor smooth round moderate profile 150cc and suffered from a capsular contracture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 150cc on (B)(6) 2020.